Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter of a vial-mate reconstitution device that caused a leak between the vialmate and the vial. This was observed before patient use. There was no report of adverse event, patient injury or medical intervention associated with this event. The customer believes the condition is due to user error. No additional information is available.